Event description:
Caller reported blood glucose results of 355 mg/dl, on advantage system 1, 84 mg/dl on advantage system 2 within 10 minutes. Successfully treated symptoms of hypoglycemia. Reported a second, separate comparison of blood glucose results of 342 mg/dl on advantage system 1, 102 mg/dl on advantage system 2 within 10 minutes. Successfully treated symptoms of hypoglycemia. Reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(4) is for advantage system 1, medwatch with identifier (B)(4) is for advantage system 2.